Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology 24ga 0.75in experienced leakage during use. The following information was provided by the initial reporter: drug leaked from the catheter tip.

Manufacturer narrative:
The following fields were updated due to corrected information: d.10 device available for eval yes, returned to manufacturer on: 2020-04-09. H.1 device return to manuf?: yes. H.6. Investigation summary : our quality engineer inspected the photographs and sample submitted for evaluation. Bd received one used 24ga insyte autoguard blood control unit which is in the same condition and has similarities to that of the unit in the five provided photos. Through the visual microscopic evaluation, a hole is observed in the tubing directly above the nose of the adapter where the needle has pierced through the tubing wall. The reported issue was confirmed as a base spear through. Although the reported issue was confirmed, it could not be determined if the damage resulted from the manufacturing of the device or from the user environment. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends h3 other text : see h.10.

Manufacturer narrative:
Medical device brand name: bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology 24ga 0.75in. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology 24ga 0.75in experienced leakage during use. The following information was provided by the initial reporter: drug leaked from the catheter tip.